Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient is not receiving 24 hours of therapy when the device is fully charged. Surgical intervention steps may be taken to resolve the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.